Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported that the customer's reservoir was leaking past both o-rings. The customer's blood glucose was high. The blood glucose reading at the time of the event was 600 mg/dl. The customer was treated with manual injections. It was also reported that there was not an air bubble in the reservoir. No further information was provided.